Manufacturer narrative:
The service rep completed the inspection of the system. Failure linked to known ffb reboot issue in c-arm. He reseated the ffb validated power supplies and connectors. Unable to reproduce system failure at this time. Case closed.

Event description:
Customer reported, in middle of case collimator shut and lights on unit came on. A patient was involved but not injured. The customer was unable to finish procedure. Also the system closed the collimator down and the c-arm display went to all blocks.